Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hypoglycemia. The report states the patient's pump was alarming, but the patient was unaware that there was a problem. His daughter identified to him that his pump was stopped and alarming. It was at this time they noted that the insulin reservoir was empty; they silenced the alarm and refilled the cartridge with more insulin. The pump was restarted. The patient's blood glucose was noted to be very low. The patient was transported to the hospital where upon admit, his blood glucose was measured as 14 mg/dl. He was treated for hypoglycemia and released. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.